Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services and hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 84 mg/dl. Customer's other blood glucose value was 79 mg/dl. The customer was treated with glucose tablets and intravenous fluid. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.